Manufacturer narrative:
This is a supplemental report to provide additional information. The device had been manually reprocessed using jianzhisu opa. The sample was collected from the outer part and the forceps tunnel. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. There was scratch inside the channel according to device inspection result of local service department, but the relation with the reported phenomenon could not be identified. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device was returned to local service department of olympus, but not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.